Event description:
On the (B)(6) 2022, the customer from denmark reported aspiration malfunction and staining alteration. The fse inspected the instrument and found that the aspiration and dispense check valve caused staining issues. The part was replaced, and the instrument was repaired. The instrument was fully operational and ready for the user. No harm or misdiagnosis was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.